Manufacturer narrative:
No patient involvement (B)(4); smoking (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service engineer replaced the waste arm probe and tubing; the back left harness, the wash zone drain kit, indexer board, motor driver board, and wash zone mechanism. Abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, spread of fire from the equipment, and liberated gases, explosion and implosion. The architect system operations manual provides adequate instructions regarding electrical hazards and an emergency shutdown procedure. No adverse trends were identified related to the issue and to date no subsequent complaints have been documented against serial number (B)(4). Based on the available information, a deficiency in the system was not identified.

Event description:
The customer stated error code 5901 "motor command timeout on wash zone 2 probe motor" was generated on the architect i2000sr analyzer. The customer cycled power and error code 5904 "homing failure, wash zone 2 probe motor" occurred when attempting startup. The customer stated the waste arm probe appeared bent and not seated properly. Wash zone 2 waste probe was replaced and upon instrument startup, the same error occurred. The customer cycled power to reset. Error code 5901 recurred during startup - no obstructions noted to wash zone 2/probes. Service was requested. The field service engineer observed black smoke residue on the rear panel of the architect i2000sr analyzer. No injury was reported.